Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed downstream occlusion (dso) calibration. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that device failed downstream occlusion (dso) calibration. Review of event log found no relevant error codes. Review of service history found no relevant information. Visual and functional testing was performed. Complaint of failed dso calibration was confirmed through occlusion test. Probable cause was defective dso sensor. Replaced dso sensor. All functional test of the device passed.